Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 52mm crown cup cluster hole 180-01-52 alteon ha std sz4 190-30-04 cocr head 36mm +3.5 142-36-03.

Event description:
It was reported that this 72 y/o female patient's right hip was revised. The surgeon revised the liner to a new xle liner and the head from a cocr to a biolox options head. Reason for the revision is unknown, possibly due to the recall. The patient was stable with original implants. Doctor removed the head and then he liner. He checked the stability of the cup and the stem both were well fixed. He then implanted a new g2 xle liner and a biolox options 36 +3.5 head. The patient originally had a 35 +3.5 cocr head in with a g2 xle neutral liner. The patient was reduced and was stable at time of implantation. Patient was last known to be in stable condition following the event. No x-rays or images obtained. Product not returning, doctor kept implants.

Manufacturer narrative:
(H3) this case was determined to be a duplicate of (B)(4)/038671-2023-02717. All further information pertaining to this case will be captured under 1038671-2023-02717.